Event description:
It was reported that the subject device had blurry vision. The event occurred during service /maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Upon review of complaint record, it was noted field b5: describe event or problem contained misinformation regarding the reported problem. No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction.

Event description:
It was reported that the subject device had blurry vision. The event occurred during service/maintenance. There were no reports of patient involvement. Translation of event description done by triage complaint evaluator (B)(6) fluent in english and french on 25-mar-2025. Mmc/ 25-mar-2025.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.